Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and high out of range pacing impedance measurements. The lead was found to be fractured and intervention was performed to surgically abandon and successfully replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.